Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Product identification labels have not been provided; it is unk what devices have been implanted. Hosp records, surgical procedure reports, discharge instructions, follow-up notes and physical therapy notes have not been provided, so it is unclear if there were any operative problems. No devices or photos were received; therefore the condition of the components is unk. Device history records, product history review for the product/lot combination for the components, and product compatability could not be reviewed due to the absence of device info. A definitive root cause cannot be determined with the info provided.

Event description:
It was reported that the pt hears a clunking noise from the implant.